Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. The test p-cap locks properly in the reservoir compartment noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, broken battery tube threads and minor scratched lcd window.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 475 mg/dl. Customer had dehydration and nausea. The customer reported that he pulled out his pump from his pocket when it fell and cracked on battery compartment which caused it not to delivery then he had high blood glucose and he went to the hospital. Customer was in emergency room as a result of high blood glucose level. The customer was treated with saline and 2 injections. Customer declined troubleshooting for high blood glucose. Customer was also reported crack on the side of the battery compartment. The insulin pump will be returned for analysis.